Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigational findings: the review of the imaging confirmed the perforations. Grade 2 and grade 3 perforations were noticed on the imaging. Furthermore, the review confirmed that the filter captured thrombus. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the primary reason for the filter placement was current dvt and a contraindication of anticoagulation due to the recent trauma and planned orthopedic surgery. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. Filter tilt in the ap view was 0.4 degrees. On (B)(6) 2015 (421 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, chest and abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because of a chronic ivc occlusion. The patient continued taking warfarin. Since the last contact, the patient had not experienced any significant medical problems or hospitalizations. The ultrasound revealed the presence of thrombus in the ivc, bilateral pelvic veins, and left lower extremity vein. The abdominal CT with intravenous contrast revealed no evidence of embolization. A grade 3 filter leg interaction with the ivc wall was observed. Patient outcome: the patient remains in the study. No symptoms have been reported related to the grade 3 ivc filter leg interaction with the ivc wall.

Manufacturer narrative:
(B)(4) investigation is still in progress.

Event description:
Description of event according to study: the primary reason for the filter placement was current dvt and a contraindication of anticoagulation due to the recent trauma and planned orthopedic surgery. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. Filter tilt in the ap view was 0.4 degrees. On (B)(6) 2015 (421 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, chest and abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because of a chronic ivc occlusion. The patient continued taking warfarin. Since the last contact, the patient had not experienced any significant medical problems or hospitalizations. The ultrasound revealed the presence of thrombus in the ivc, bilateral pelvic veins, and left lower extremity vein. The abdominal CT with intravenous contrast revealed no evidence of embolization. A grade 3 filter leg interaction with the ivc wall was observed. Patient outcome: the patient remains in the study. No symptoms have been reported related to the grade 3 ivc filter leg interaction with the ivc wall.